Event description:
Additional information was received from the patient. They repeating previously reported concerns regarding loss of therapeutic effect. Patient stated they had to keep upping it over time because it was not working as well and they eventually ended up with amplitude above 5.0. Now patient was encountering the low ins battery message which came as a surprise because at the time of implant patient was told it would last 5-7 years. Reviewed expectations that battery longevity varies depending on settings and use. Redirected patient to discuss battery replacement options with managing hcp as well as concerns regarding loss of therapeutic effect. Reviewed general device specs, available device models and features per patient inquiry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel issues it was reported t hat their interstim was working really well for them until about 2 weeks ago, and now that their settings are not working correctly for them, they are having bowel incontinence every day. The patient said they have been playing with it back and forth; they went up and down, and if they went too high, it zapped them, but if they lowered it, it didn't help as much. Pt said they were told not to change the program unless they were working with a counselor. We reviewed interstim therapy optimization information, control equipment general use and function, and recommended keeping a symptom diary to track results. I offered and sent an email with the quick guide, symptom diary, and interstim information. They were redirected to their doctor. Pt said they would call their doctor. Pt said it has been amazing until right now. The patient said they had a colonoscopy about a month ago, but they did not know to turn therapy off. .

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.